Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device showed signs of operative use as evidenced by superficial markings, with significant damage to the threads of the outer screw. It was noted that the set screws has its outer threads peeled off while the inner screw drive feature is slightly damaged. The lot number was not legible from the returned correction key; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the verse correction key cannot be determined. A potential root cause may be cross-threading and damaging thread during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6); big heads leigh after spondy reduction. Locking cap came out by using the torque.